Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was returned with the auto off set to off ¿time = 12h¿ however, the pump history verified 2 auto off alarms had occurred approximately 14 hours after the last bolus delivery indicating that a button press occurred after the last bolus delivery. The pump was run with the auto off set to on at 12 hours. The pump emitted the appropriate ¿auto off¿ warning 12 hours after the last key press. The complaint that the pumps auto off feature was not functioning properly was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the auto off feature on the pump was not functioning appropriately. It was noted that the auto off feature was set for 12 hours. Allegedly, the user was pressing buttons more often than every 12 hours. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.